Event description:
A customer contacted beckman coulter inc., (bec), and reported a leak around the wash collar on the unicel dxc 600i instrument. Customer suspected wash buffer was leaking but could not locate the source. The leak was contained within the instrument. No error codes were generated in connection with this event. The customer was wearing a laboratory coat, gloves and protected eyewear. No injuries were sustained by any laboratory personnel. No erroneous results were generated.

Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer site on (B)(4) 2012. The fse inspected the instrument and noted that a compressed waste pump tube was causing poor drainage of the waste tower. The fse also noted that an intermittently failing active wash station motor was causing a carryover. The active wash station motor is a part of the active wash station assembly. It was defective but was not the cause of the small spill. The small spill of the wash buffer was caused by the marginal drainage of the waste pump tubing to the active wash station motor assembly. The problem was fixed. The fse removed and replaced the active wash station assembly and peri-pump tubing. The active wash station was disposed into the biohazard container inside the laboratory. Poor drainage was caused by worn and compressed peri-pump tubing. (B)(4).